Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using lab stock batteries. The unit was able to obtain readings and alarm alerts with visual and audible status indicators were functional. One led segment does not light up. Internal inspection showed the failed led segment d2 on the instrument board was open. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported the display is not working properly, some of the digits are not fully displayed. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the display is not working properly, some of the digits are not fully displayed. No patient impact or consequences were reported.